Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and shifted end cap sticker. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 478 mg/dl, treated with a manual injection. Customer reported he had dropped the device and it got wet, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.